Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-39 that has a similar product distributed in the us, list number 2k91-29 and 2k91-33.

Event description:
The customer reported a falsely elevated architect ca 19-9xr initial result of 40 u/ml. Retest results were 8 and 9 u/ml. Previous result provided by customer was 8 u/ml. No impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity determined that there was normal complaint activity for the likely cause lot 84018m800. Tracking and trending report review for the architect ca 19-9xr assay determined that there were no related adverse or non-statistical trends. Historical performance of the reagent lot was evaluated using world wide data and no non-conformances, deviations, or potential non-conformances were identified. Using worldwide field data, the performance of reagent lot 84018m800 was evaluated. The median result was within the established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.